Event description:
Linear accelerator. Record and verification system recorded. Treatment given to an area of the pt. Receiving treatment 2 times instead of one. The time sequence of treatment was as follows: 1:15 pm - anterior supraclavicular, 1:20 pm - right lat neck; 1:23 pm - left lat neck; 1:46 pm - anterior supraclav. The pt would have had to lay on the table for 23 mins during app's. This is an error of the soft ware.